Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.

Event description:
It was reported that there was a "leak between the hours collector and the pocket of urine, some urine passed by on the tube connecting both. No noticed crack, no abnormal movements which can explain the leak." No further information was provided.